Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative upon visual inspection the returned item is not an nt411 nor a biomet/zimmer product. It was confirmed 3rd party item. The device is a competitor product.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant and it could not be removed, therefore the implant was removed.